Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25mg/ml, 1.80mg/day; bolus dose of 0.5mg, maximum 4 activations daily)in an implanted pump for spinal pain and joint pain. The patient had an MRI due to a spinal fluid leak. The cause of the issue was unknown. The patient experienced swelling, headaches, head pain, and feeling ill. The patient did experience a traumatic event in which she fell at her home in (B)(6) 2016 (tripped over log). The patient had a refill on (B)(6) 2016 and approximately one week later fluid was building up at the pump site (pump located in back on right side). The healthcare provider (hcp) questioned if there was a cerebrospinal fluid (csf) leak. The site was aspirated and the fluid was confirmed to be csf. The patient was told to wear a binder, which stopped the fluid build-up and headaches. The headaches would return shortly after removing the binder; patient would then have to lie down flat. The patient received therapeutic effect the entire time (no decrease in benefit). The patient was referred to a hcp for dura repair. The patient had a revision scheduled for (B)(6) 2016. There was no plan to change the catheter, but the manufacturer representative was requested to be present during the procedure to assist. It was unknown if any troubleshooting or diagnostics were performed. No further history was able to be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.